Manufacturer narrative:
Date of event: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were difficulties with recharging the implantable neurostimulator (ins). A maximum of 2 coupling boxes could be achieved. When palpating the ins there seemed to be a sharp edge of the header block to be pointing to the left side, which could indicate that the ins was flipped as it was supposed to point to the right. Communication with the clinician programmer and patient programmer was normal. Additional information was received indicating the ins was confirmed to be flipped. Additional information was received indicating the issue with the ins flipping occurred from the time of implant. The issue was solved by untwisting the ins to the front and right side.